Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect clinical codes.

Event description:
It was reported that approximately 119 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteolysis, patellar component loosening, pain and swelling. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6), 201-78-15 - holding pin mini sharp point 4 pk. (B)(6), 02-010-03-0340 - logic cr femoral cem, right, sz 4 . (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. The product associated with the reported event is within the scope of recall 1038671-04/18/2024-002-r; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated report: 1038671-2024-01465. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.